Manufacturer narrative:
Corrrection to b5 for pacemaker.

Event description:
It was reported that the pacemaker had gone into backup mode. During in clinic follow up, it was seen that the device had lost pacing. The device had no inductive telemetry capacity and no magnet response. The product was explanted and successfully replaced. The patient experienced arrythmia but was stable following procedure.

Manufacturer narrative:
The reported events of mode switching, loss telemetry, no lv output, no magnet response were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had gone into backup mode. During in clinic follow up, it was seen that the implantable cardioverter defibrillator (ICD) had lost pacing. The device had no inductive telemetry capacity and no magnet response. The product was explanted and successfully replaced. The patient experienced arrythmia but was stable following procedure.

Manufacturer narrative:
Correction to b5.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had gone into backup mode. During in clinic follow up, it was seen that the implantable cardioverter defibrillator (ICD) had lost pacing. The device had no inductive telemetry capacity and no magnet response. The product was explanted and successfully replaced. The patient experienced arrythmia but was stable following procedure.

Event description:
It was reported that the pacemaker had gone into backup mode. During in clinic follow up, it was seen that the device had lost pacing. The device had no inductive telemetry capacity and no magnet response. The product was explanted and successfully replaced. The patient condition was stable following the procedure.

Manufacturer narrative:
Correction of b5.

Manufacturer narrative:
Correction to h6 and b5, removing arrythmia coding/note and updating to pacemaker rather than erroneously reported implantable cardioverter defibrillator (ICD).

Event description:
It was reported that the pacemaker had gone into backup mode. During in clinic follow up, it was seen that the implantable cardioverter defibrillator (ICD) had lost pacing. The device had no inductive telemetry capacity and no magnet response. The product was explanted and successfully replaced. The patient was asymptomatic to the event and stable following procedure.